Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that even after performing the entire high-level disinfection process for this tracheal intubation fiberscope according to protocol, the customer suspected possible residue in the working channel. It was noted that three patients were suspected to have tuberculosis infection. Two patients were admitted to the adult intensive care unit and one patient who underwent the test on an outpatient basis. However, the patients did not present symptoms consistent with tuberculosis. A bronchoalveolar lavage test was requested to investigate pneumonia, and mycobacterium tuberculosis dna was identified via polymerase chain reaction (pcr) and culture. None of the three patients had a prior diagnosis of tuberculosis at the time the test was performed. To date, there has been no diagnostic confirmation of tuberculosis in any of the investigated cases. The smear test was negative in all patients. There were no further reports of patient harm. This complaint is for patient #3 of 3, who underwent the test on an outpatient basis.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3 and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. The device does not show evidence of the reported event residue in the working channel. The reported foreign material could not be analyzed as the substance was not available for sampling. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. Either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.